Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient presented to the hospital with pain, and follow-up imaging identified a leaking aortic aneurysm in the previously treated abdominal aorta. It was reported a proximal type I endoleak may have caused the trunk-ipsilateral component to lose proximal seal resulting in the endoleak. Later that same day, the patient underwent emergent open surgical repair of the rupture. In order to shorten the main body and expose the aneurysmal neck, it was reported that a segment of the trunk-ipsilateral component was removed just proximal to the flow divider. The aneurysm was repaired with a bifurcated surgical graft sewn into the two contralateral leg components. The procedure concluded without complication and the patient tolerated the procedure. The explanted portion of the device was discarded at the facility and is not available for evaluation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the root cause of the endoleak could not be determined with the provided information.